Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to advance the lantern to a distal part of the ima; however, the lantern was unable to advance to where the physician wanted to. It was reported that multiple attempts were made with multiple wires but were unsuccessful. Therefore, the lantern was removed. The procedure was completed using another microcatheter and coils. There was no report of an adverse effect to the patient.